Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an inpact pacific device for treatment of a 70mm calcified lesion in the patient¿s mid left common femoral artery of diameter 6mm. Lesion exhibited 90% stenosis. Slight calcification and tortuousity is reported. IFU was followed and the device was prepped without issue. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. It is reported a balloon twist occurred. A rewrap tool was not used. The procedure was completed using this device with suboptimal delivery at twist location. No patient injury reported. Please note that this device inpact pacific is not marketed in the united states; however, it is similar to the united states marketed device inpact admiral. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Additional information received: neg prep was performed. No additional patient treatment was required. Image analysis: the angiographic image provided by the physician shows a balloon inflated with a twisted point in the middle of the balloon length. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: a visual and a tactile inspection was performed on the device: a twist was detected in the middle of the balloon. Guidewire did not pass through the channel since there was dried blood on it. Negative pressure was applied to the balloon: the purging test passed, since air bubbles were not present in the water column of the manometric syringe. The balloon was inflated at 7 bars: wrinkles still visible. The balloon was finally inflated at 14 bars: wrinkles no longer visible. If information is provided in the future, a supplemental report will be issued.